Manufacturer narrative:
This report is for an unknown plates: tomofix osteotomy/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: schuster p, et al. (2020), excellent long term results in combined high tibial osteotomy, anterior cruciate ligament reconstruction and chondral resurfacing in patients with severe osteoarthritis and varus alignment, knee surgery, sports traumatology, arthroscopy, volume 28, page 1085-1091, (germany). The purpose of this study was to determine long-term survivorship and functional results of a combined joint preserving approach consisting of medial open wedge high tibial osteotomy (fixation with angular stable plate fixator) anterior cruciate ligament reconstruction and a chondral resurfacing procedure (chondral resurfacing, abrasion/ microfracture) in patients with severe medial osteoarthritis, chronic anterior cruciate ligament insufficiency and varus alignment. Between october 2005 and march 2009, 21 patients, who underwent high tibial osteotomy combined with anterior cruciate ligament reconstruction and a chondral resurfacing procedure, were included in the study. There were 18 males and 3 females with a mean age of 47.3 +/-5.9 years. An unknown synthes tomofix instrumentation system was used for fixation in all cases. Weight bearing was limited to 10¿20 kg for 8 weeks postoperatively, with no brace and no limitation in the range of motion. Continuous passive motion was applied for 8 weeks (4¿5 times per day for 30¿45 min). At the time of the study, hardware removal was usually recommended after consolidation of the osteotomy at 1¿2 years and was performed in all included cases combined with arthroscopy. Complications were reported as follows: 1 patient had reoccurring subjective instability and revision anterior cruciate ligament reconstruction was performed 4 years after the index procedure. 1 patient had extension deficit was treated with arthrolysis and notchplasty at the time of hardware removal. This report is for the unknown synthes tomofix plate. This is report 1 of 2 for (B)(4).